Event description:
Customer reported cuff leak and noted a pin-sized hole in the cuff of the tracheostomy tube. Pt was re-cannulated.

Manufacturer narrative:
If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report. Reference associated MFR report#s: 2936999-2012-00011, 00014.